Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no harm or injury reported. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, the device failed the initial power-up during pre-evaluation. Unit not serviced. Additionally, not related to the issue include cracks to the inlet screw area, front left enclosure, bottom of mount area, back right, chipped back left, misaligned, and missing feet. The customer does not want any repairs done to the unit and it will be returned unrepaired.